Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient indicated that they need to recharge their ins more frequently. They used to be able to go up to 2 weeks but beginning about 8 months ago they need to recharge every 2-3 days/more frequently and since implant it has always taken a long time to charge the ins. Patient services reviewed the age of the ins versus recharge interval frequency. There were no patient symptoms reported and no complications reported.